Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during carotid artery stenting procedure, balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 8f 15cm nonbsc sheath. The 80% stenosed target lesion was located in a non-calcified and mildly tortuous right internal carotid artery. After a mach1 st 8f 90cm guide catheter and a filterwire ez were placed, a 4 x 30 sterling balloon catheter was used for pre dilatation and an 8x29 carotid wallstent was implanted. A 6.0mm x 20mm x 135cm (4f) sterling balloon catheter was used for post dilatation. During the first inflation the balloon ruptured at 6 atmospheres. The procedure was not completed due to another reason. There were no patient complications reported and the patients status post procedure was good.